Event description:
Event date is not known. It was reported to boston scientific corp that a polyflex esophageal stent was used during an esophageal stent placement procedure. According to the complainant, during preparation, during attempt to load the stent and pulling the introducer tip snug against the outer tube, the blue tapered detailing tip separated from the soft catheter. The procedure was completed with another polyflex esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.